Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that approximately ten and a half months later the device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the current device battery longevity was calculated at less than a half year remaining; however six months prior the longevity showed two and a half years remaining. It was noted that the lead measurements are stable and within normal range and all daily measurements are available. It was also noted that there had been no programming changes in the six month time frame and that all of the sensors have been programmed on in the device, including autocapture. The pacemaker dependant patient has not been symptomatic. Boston scientific technical services suggested sending in a memory disk for analysis. The device remains implanted and no adverse patient effects were reported.